Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46228 with a red screen. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. The error log was reviewed and system fault 46,228 was observed, confirming the customer complaint. Service history was reviewed and no related service history found. The error code indicates a coin cell battery issue. The board was replaced, programmed, and software was updated. Upon further investigation, analysis found damage to the battery compartment and to the battery separators, along with corrosion in the battery compartment. The battery compartment was replaced, and the pump passed all testing.